Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. The motor tested ok. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.